Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. The customer stated that insulin was leaking into the reservoir compartment. Troubleshooting was performed. The customer stated that the insulin pump was not able to complete the rewind process, and the displacement test could not be performed due to repeated motor error alarms. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at ths time. Further info will follow once the analysis has been completed.